Event description:
Patient received a myocardial infarction scan in facility. The patient was done on the skylight. Both arms were above their head. When the scan was complete the technician informed the patient, "the scan is done, do not move, the cameras are going to move." The patient misunderstood the technician and thought they could move and started to put arms down while camera heads were moving into a patient unloading position. The patient caught the technician offguard by putting arms down quickly. The patient's right arm was between the table and camera head 2. The camera should stop immediately as soon as it touches anything. The camera did not stop and the technician had to touch another part of the collimator head to make the camera stop. When the camera did not stop, it pinched the patient's arm. The patient indicated it kind of pinched and there was no opening on the skin. The patient did not complain of shoulder sprain or injury at that time. The next day a bruise was noted and the patient complained of both shoulder and neck pain. The patient received physical therapy. The manufacturer was called to check the camera.